Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be tested due to device components not returned. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a common femoral arter was attempted using four proglide devices via a 6f sheath prior to an abdominal aortic aneursym (aaa) interventional procedure. Reportedly, two proglide devices were deployed and while harvesting the sutures the knots became unravalled. The sutures of two new proglide devices were successfully pre-placed and the sheath was upsized to 24f. The aaa was completed and suture breaks occurred while advancing the knots. Two new proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.